Manufacturer narrative:
The customer was sent a replacement breast pump and her pump was requested for return. The customer did not respond to multiple attempts to contact the customer for follow up. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that she was experiencing low suction with her pump in style starter breast pump. She stated she was engorged and was diagnosed with mastitis and started taking antibiotics on (B)(6) 2017.